Event description:
It was reported that the trained physician in the use of the starclose device, attempted arteriotomy closure after a diagnostic procedure. The finish arrows lined up (click 3), the vessel locator wings prematurely retracted, and the device popped out of the artery, losing access to the site. The device clip fired outside the patient. There were no adverse pt effects.

Manufacturer narrative:
Completion of the device history record review has not been achieved because the lot number is unknown. The device investigation and complaint confirmation have not been completed because the device is unavailable. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.